Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 380 mg/dl. The customer stated that prior to the event, he had been experiencing excessive thirst and urination, abdominal pain, fever-like skin, ear pains, increased heart rate, and elevated blood glucose levels. The customer also stated that he uses a model mmt-397 quick set infusion set and changes his infusion set every three to four days. It was explained that the infusion set needs to be changed every two to three days. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.